Event description:
The customer reported that the autopulse platform (s/n (B)(4) did not retract the lifeband and displayed a prompt: "analyzing patient size". Following the prompt, the platform powered off without displaying any advisory message or error. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4) did not retract the lifeband and displayed a prompt before the platform shutdown" was confirmed based on both archive data review and functional testing. The customer reported seeing "analyzing patient size" during lifeband take-up but did not report seeing any user advisory messages or fault codes. However, a review of the archive data showed that the autopulse platform failed to take up (retract the lifeband) multiple times while displaying a fault code 16 (timeout moving to take-up position) on the customer's reported event date. Based on the archive data, there were no compressions delivered until the autopulse timed out and powered off after 2 minutes, as per system design. The time-out (device shutdown) will occur if the user does not power off the platform manually. The root cause of the lifeband not retracting was a seized brake gap, due to rust, possibly resulting from storing the device in a location with high ambient humidity, attributed to user handling. Review of the archive also revealed that the customer did not perform frequent daily checks, and the storage condition of the platform is unknown. Storing the autopulse in a low humidity location and performing daily device checks are required per the user manual to help prevent the brake gap from seizing.visual inspection of the returned autopulse platform revealed a vertical crack going through one of the screw fittings of the front enclosure, unrelated to the reported complaint. The observed physical damage could have resulted from harsh impacts due to user mishandling. The front enclosure was replaced to address the issue.further review of the archive data revealed that the autopulse platform displayed a couple of user advisory (ua) 23 (compression will exceed 3 revolutions) and one ua13 (battery fault detected) on the customer's reported event date, unrelated to the reported complaint. Based on the archive, these two advisory messages were cleared by the customer, and they were not replicated during functional testing at zoll. A user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions.per autopulse user advisory list, user advisory 13 is an indication of battery internal component error/malfunction. The ua13 advisory message can be cleared by removing and reinserting the battery. If ua13 returns, the user should remove the battery and place the battery into the charger (mcc) and install a new battery. If ua13 returns, the user should return the device for service investigation.per autopulse user advisory list guide, user advisory 23 error message is an indication that the driveshaft will need to travel out of the specified range to get to the calculated compression depth. Typically, this error is an indication of an internal component error or a malfunction. The ua23 error message may be cleared when the user presses restart.the autopulse platform failed the initial functional test due to fault code 16 displayed during take-up. While powering on the autopulse platform, there was no brake activation. When the brake does not open, the platform will not be able to retract the lifeband, confirming the reported complaint. The brake assembly was seized, due to rust, causing the fault code 16 to occur. The brake was cleaned using ipa (isopropyl alcohol) to release it, and the brake gap was adjusted to remedy the fault. Subsequently, the autopulse platform passed functional testing including a run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries until discharged without any fault or error. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).